Event description:
During a call where the customer mentioned dissatisfaction on the home choice (hc), the customer reported they had a system error (se) 2240. The home patient (hp) revealed therapy was not discontinued prior to the completion of the first two cycles. The baxter technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis till the patient received a new machine. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, the pd rn stated the patient did talk to their primary nurse. The pd rn stated that the patient has been continuing therapy without further problems and has not been hindered. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed and the root cause was undetermined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.